Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to user fault - lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Vyaire ts informed customer that this is a clear case of lack of maintenance. Blower will not be provided under warranty.

Event description:
It was reported to vyaire medical that the bellvista1000 ventilator had 401 - inspiration valve or device leaky and alarm 316 - "blower failure". Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) . H10: at this time, the suspect device has not been returned for evaluation. However, vyaire ts informed customer that this is a clear case of lack of maintenance. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.